Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: during the ward rounds, doctor found the puncture depth was becoming 19 cm, the clamp was loose which was not match with the catheter, clamp didn't work. Then nurse checked patient and patient is fine, nurse took 6 cm of the catheter out of patient and repositioned.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: during the ward rounds, doctor found the puncture depth was becoming 19 cm, the clamp was loose which was not match with the catheter, clamp didn't work. Then nurse checked patient and patient is fine, nurse took 6 cm of the catheter out of patient and repositioned.